Manufacturer narrative:
The reported event could be confirmed, since 2 x-ray was provided which matches the alleged failure mode. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. 2 x-rays were provided which were presented to our health care professional for evaluation, and a question about the most likely reason for this event was asked, to which the medical expert replied: ¿since this is sps small fragment, and the plates are not too thick, these plates are quite easy to bend and shape along the bone. A reason why a screw would go through the plate is that too much force was used to insert the screw, either by hand or maybe even with a power tool. Or there was too much tension on the screw and plate construct, maybe because the plate was not pre-bend? This tension may have been responsible for the plate bending back to its original shape and the screw slipping through the screw hole. However, the above scenarios are based on assumptions, since there is no clarity on what happened during the surgery.¿. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "used axsos (sps) t plate (3x3 hole) for bimalleolar ankle fracture on the tibia. Used 3.5 cortical and 4.0 cancellous axsos screws in plate however when the final x-rays were taken it appeared the most distal screw had slipped through the hole in the plate and was no longer fixing the plate down. An ap x-ray was taken to check the screw had actually gone through the plate and it was confirmed that it had. The surgeon pressed the plate down to bone before closing. A drill guide was used for drilling all screws. Both the plate and screws were titanium.".

Event description:
As reported: "used axsos (sps) t plate (3x3 hole) for bimalleolar ankle fracture on the tibia. Used 3.5 cortical and 4.0 cancellous axsos screws in plate however when the final x-rays were taken it appeared the most distal screw had slipped through the hole in the plate and was no longer fixing the plate down. An ap x-ray was taken to check the screw had actually gone through the plate and it was confirmed that it had. The surgeon pressed the plate down to bone before closing. A drill guide was used for drilling all screws. Both the plate and screws were titanium."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device remains implanted in patient.